Manufacturer narrative:
(B)(4). Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The subject rd900 neopuff infant resuscitator was repaired and returned to the customer after passing all the required safety and performance tests. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(6) requested a routine service in (B)(6), via a fisher & paykel healthcare (f&p) field representative, for a rd900 neopuff infant resuscitator. Upon device servicing at the fisher & paykel healthcare (f&p) regional office, it was found that the manometer was out of specification. There was no patient involvement.